Event description:
User received discrepant troponin t result for one patient sample. Initial result 0.114 mg/ml, repeated at <0.010 mg/ml twice. No information was provided to determine if initial result was reported or if any adverse events occurred. If additional information is received, appropriate notification will be provided.